Event description:
It was reported that during the procedure the subject guidewire fractured inside patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
We have addressed the FDA request, received via email on 5 july 2024: ¿upon review, we have determined that information about the suspect medical devices involved in the reported events, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a is missing." "In addition, please ensure that device identification data submitted in the suspect medical device section of the FDA form 3500a matches the device identification data in the global unique device identification database (gudid) for the fields listed below, as we will be validating that information." Device identifier (di) is confirmed to be missing and has been added in alignment with the hl7 specifications released in 2017.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The visual and functional inspections were not performed due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that no anomalies were noted to the device during initial inspection and preparation, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the patient's anatomy was described as "very tortuous and distal", a microcatheter was used in the procedure, the issue was noted on the distal 3cm of the guidewire, and there were no difficulties encountered during usage of the device. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure the subject guidewire fractured inside patient's anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.